Event description:
It was reported that during the placement of an embolization coil within an aneurysm the implant resistance was encountered. Upon retraction, the coil prematurely detached from the delivery pusher. The coil was retrieved using an intravascular snare. No harm was reported.

Manufacturer narrative:
Sample analysis: the device was rec'd with the implant detached from the delivery pusher. The delivery pusher was tested for electrical continuity and met specification. The attachment tether that holds the implant intact with the delivery pusher is broken and has characteristics of a mechanical break. The remainder of the device is normal in specification. The device history was reviewed. No abnormal discrepancies or non-conformances were observed. The root cause of this complaint can not be determined. The microcatheter was not available for eval.